Event description:
Per pharmacist's narrative, despite review of proper use (inserting at 90 degrees, using ice or heat to prevent pain), pt reports he gets more burning and injection site pain with new needle compared to previous product. Pt would like to change back to longer pen needle if possible. Reviewed with pt twice. Used pen needle as directed for insulin injection; 1 units - prn - sq: (B)(6) 2018 through (B)(6) 2018. Event abated after use stopped or dose reduced? Yes.